Event description:
The pt was seen in clinic. There was no communication between the implantable neurostimulator and either the pt or physician programmer or the recharger. A physician mode reset/recharge was unsuccessfully attempted multiple times. The implantable neurostimulator was replaced. There was no pt injury associated with the event.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of the report. A follow-up report will be sent when the analysis is complete.